Manufacturer narrative:
On january 10, 2025, mentor received additional information regarding the patient's replacement device. It was reported that the patient's replacement device was a 215cc mentor memorygel xtra breast implant (smpx215) with serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 30, 2025, mentor received additional information regarding the patient's complaint. It was reported that the patient experience a scarred capsule. The capsules were extensively calcified and fibrotic. Code e2303 has been added in section h6-health effect - clinical code to document this additional information. It was also reported that the breast prosthesis was discolored yellow. Code a0407 has been added in section h6-medical device problem code to document this additional information. In addition, it was also reported that the patient has had a previous surgical intervention (fine needle aspiration). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 69-year-old female patient underwent a primary breast augmentation with an unspecified gel breast prosthesis and experienced a rupture on the left side post-operatively, which was diagnosed with a mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 20, 2024, mentor received additional information reporting that the patient is to undergo device explantation on (B)(6) 2025. Section d6b. Explantation date: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 28, 2025, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured and yellowish. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).